Manufacturer narrative:
Additional information received. Distributor tested the pump. Pump was turned on. A new cartridge was filled and insulin delivery was started. Pump touchscreen functioned properly and pump wake button did not present with any malfunction. Pump turned off without any problems. Pump was in working condition.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. No additional information was provided. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.